Event description:
Procedure: laparoscopic oopherectomy. Reportedly, the tip of the radially expandable sleeve shreaded while inside the pt's cavity. Pt was x-rayed. The surgeon was able to retrieve the tip by direct visualization laparoscopically. The procedure was completed using the same device. No pt injury.